Event description:
The territory manager (tm) assisting a (B)(6) male pt called in to zoll lifecor customer support to that the pt's monitor was alarming. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem was confirmed. Upon eval, it was discovered that the monitor had a bent pulse pin. The pin was pressed up against the side of the connector well, preventing successful mating with the electrode belt. The root cause of the bent pin cannot be positively identified. No adverse event resulted from the bent monitor pin. The pt was provided with a replacement monitor.